Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose time of incident was 545 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. Customer was advised to clear alarm and disconnect from the pump. Customer hung up we could not continue an troubleshooting. Customer could not give information to the set or the reservoir or the pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 545 mg/dl. The customer was not treated.